Event description:
Philips received a complaint by the customer on the v60 indicating that during setup of the device, it was observed that the display does not always come on and has intermittent operation but unit powers on and cycles breaths, brightness is set to highest setting and no display is visible, screen is black. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer informed that the complaint cannot be duplicated, display is functional with all parameters visible. However, when the unit is returned to respiratory for use, the problem repeats. Verified unit has 2.30 software and original pm pcba was installed, the rse informed that the device needs active fco performed which will replace pmpcba, customer believes the issue is not related to the display, advised customer onsite service will be notified. This investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the device would power on, but the screen wouldn't display anything, and inputs wouldn't work. The device was also scheduled for fco 66--power management board replacement--at the same time, wo-09049733. I was instructed to perform fco 66 first to determine if the issue would be resolved after replacing the power management board. Completing fco was verified to resolve the issue. No other fix was required to resolve the issue on this work order. Reference documents to fco are attached, and the onsite labor was captured via that work order. The device has been confirmed to be fully operational and patient ready. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.